Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the atrial lead exhibited high capture threshold. No intervention was performed. The patient was in stable condition.